Event description:
Additional information was received. It was reported that the surgery was aborted after incision.

Manufacturer narrative:
The kit svc o2 bi71000210 dongle pendant was returned for analysis. Analysis found that the complaint was confirmed. The dongle was installed into a known good system and the system would not clear e-stop. The dongle failed continuity testing and tested open. The dongle assembly was faulty. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the e-stop will not clear. The dongle was replaced and the imaging system then passed the system checkout and was found to be fully functional. Product ID: bi71000210. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system will not clear e-stop. The system had been restarted multiple times. They restarted the system several times with no resolution. The dongle appears to have no physical issues. Reseating the dongle did not resolve the issue. The site stated that the imaging system is "stuck and is cycling in a case". There was a 30-minute delay and the surgery was aborted and re-scheduled.